Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had bilateral si joint arthrodesis with the right side being performed in (B)(6) 2015 and the left in (B)(6) 2015. This report only concerns the left si joint. The patient has not reported any right side si joint complaints.the surgeon initially thought that the superior implant may have breached the superior surface of the ala, but it actually appeared not to have done so. He also used neuromonitoring with no positive results. The patient also had cement from a previous fracture site and there was the possibility that the implant may have pushed the cement towards the neuroforamen where it may have impinged on the nerve, but that was not confirmed.in (B)(6) 2015, the surgeon performed a revision surgery on the left si joint where he removed the superior implant and filled the hole with bone graft. He then added a new shorter implant inferior to the pre-existing second implant. The status of the patient following the revision surgery is not yet known.